Manufacturer narrative:
The customer¿s in-house team worked with philips remote support to resolve the issue. They found that the problem was with subsystems that were not communicating on bootup. The network switch in the r-cabinet was found to be locked up. The network switch was replaced and the system was handed over to the customer. Based on trending analysis, there is no exceptional replacement rate for this item (B)(4).

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent.

Event description:
Philips received a complaint from a customer stating that the table would not unlock while a patient under general anesthesia was on the table. The procedure was canceled and rescheduled.